Event description:
A malfunction was reported on the customer's pump, identified by the malfunction code "malf 13," which was not resettable. There was no adverse impact on the customer¿s blood glucose level. A replacement pump was arranged by customer technical support, with the customer expressing interest in obtaining an out-of-warranty loaner pump. The resolution involved notifying the customer about the estimated delivery date and tracking number, and processing the loaner pump request pending the receipt of a completed loaner pump agreement.